Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 error could not be determined, however, it is likely that during handling, the device leaked and water entered inside the device, which caused an abnormality in the electronic components and displayed an error message. The event can be detected / prevented, or occurrences reduced by following the instructions for use which state: ¿·inspection of the endoscopic image. ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation , a comprehensive leakage check was completed, the device was not leaking. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The following findings were identified in relation to the customer specified fault: the reported error code e315 unsupported scope error was found not evident when the device was connected to the stack system however, inspection of scope connector (s-connector) found with excessive fluid ingress. Technical evaluation has been unable to confirm the customer specified fault (reported issue of e315) , however, fluid ingress was identified upon further inspection. Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Additionally, the following defects were identified during device inspection: up/down angle failed- out of specifications. Up/down play failed- play evident. Automated air leak test- failed. An intermediate repair is required to return the instrument to the OEM specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an error error 315 (unsupported scope) found during preparation for use. The device was replaced and the intended procedure was completed with similar device. No harm was reported. No patient harm, no user injury reported .